Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility program manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained upon follow-up with a registered nurse (rn) familiar with the event. The rn stated the blood leak was internal. Blood was confirmed to be visually observed in the dialysate. Per the rn, the event occurred at the very beginning of hd treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood test strips were not used as they were deemed unnecessary. No physical damage was observed on the dialyzer. The treatment was immediately stopped, and the patient¿s blood was not returned. Estimated blood loss (ebl) was approximately 100 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Event description:
A user facility program manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained upon follow-up with a registered nurse (rn) familiar with the event. The rn stated the blood leak was internal. Blood was confirmed to be visually observed in the dialysate. Per the rn, the event occurred at the very beginning of hd treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood test strips were not used as they were deemed unnecessary. No physical damage was observed on the dialyzer. The treatment was immediately stopped, and the patient¿s blood was not returned. Estimated blood loss (ebl) was approximately 100 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was confirmed. Although the complaint device was not returned for manufacturer evaluation, three photographs were provided for review. There were two images of the dialyzer label, and an image that showed an up-close view of the dialyzer attached to the machine with bloodlines connected. There is a pool of blood within the dialyzer on the outside of the fibers, and blood is also in the drain line. The blood on the outside of the fibers is indicative of an internal leak; however, there was no damage visible on the device and it is unknown what may have caused the leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. One of the provided photographs indicates that an internal leak occurred; however, the cause cannot be determined and the actual sample was not returned for evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.